Event description:
It was reported that, "the surgeon removed the head, cup and liner. He then replaced with a 56mm psl cluster cup with multiple screws and a 10 deg 36mm x3 liner and a 36 +5 c-taper head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 2044-2654, lot # unk, description: omnifit ser ii insert -10 deg. Cat # 06-2605, lot # 1337540, description: c-taper cocr lfit head 26mm/+5. It cannot be determined which, if any of these devices may have caused or contributed to the pt's revision surgery.